Manufacturer narrative:
On (B)(6) 2017 dr. (B)(6) (biolife's chief medical advisor) evaluated all the information related to this event and responded with the following: "in response to the hospital event report of a "blister potemtially from statseal" at (B)(6) (biolife customer complaint investigation form # (B)(4)), the director concluded the dressing was likely too tight causing the blister. The report also indicated the full term infant responded well to treatment, site was almost healed and baby was being discharged. Placing any dressing too tighly can cause the type of blister seen in the picture from the report. The fact that the "foam disc" was not used with the powder makes it even more unlikely statseal had much impact on the blister formation."

Event description:
On (B)(6) 2017 a text message with a picture was received from the nicu director at the (B)(6) at (B)(6) calling it a "blister potentially from statseal". The director asked if it was potentially too much powder or too much pressure. Statseal was in place for 2 days and the blister healed within 3 days. This nicu has used statseal powder about 80% of all lines for over a year. The director stated that she knew this is not the norm but wanted input if we have seen this before. The director had mentioned that the baby was healing fine and felt the dressing may have been too tight. Question was asked if there was any additional medical treatment for this situation and they responded that they placed aquaseal under the tegaderm for 24 hours, then nothing different.